Event description:
The customer reported that the ac power module failed to power up the unit and failed to charge the battery.

Manufacturer narrative:
The customer reported that the ac power module failed to power up the unit and failed to charge the battery. The customer reported that replacing the ac power module resolved the issue.